Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"My upper 17 was very uncomfortable, it would get stuck on one (floating tooth I have) making it very difficult to remove. I even filed it and it didn't make a difference, unfortunately. And my lower receded some of my gums. So, I am currently wearing 16 top and bottom until I hear back. (B)(6) 2024: "not so much sensitivity as the bottom one feel's like there is pressure at the root at times." (B)(6) 2024: "thank you for that information. It is very helpful. I will follow up with my dentist."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.